Manufacturer narrative:
A review of the device history records, including the packaging process, indicated that the packaged drain was packaged and inspected according to specifications and that no non-conformities were found. Device was not returned, therefore, an evaluation was not performed and no conclusion can be drawn. A follow-up report will be submitted upon receipt of any relevant additional information that is obtained.

Event description:
As the ocean water seal chest drain system was opened, it was discovered by nursing staff that there were holes in the blue wrap encasing the chest drain.